Manufacturer narrative:
Corrections made to manufacturer facility. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Event description:
It was reported that bd ext¿ stabilized extension set with nearport¿ IV access was occluded. The following information was received by the initial reporter with the following verbatim: IV extension tubing would not flush. Cardiac telemetry technician (cct) who placed the IV initially thought the IV was bad and almost removed the IV from the patient to attempt a different site. However, the tech chose to disconnect the extension tubing and test it and found she couldn't flush any fluid through the tubing. She attached a new extension set and the set and IV worked properly.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on sep, 2023. Medwatch report # mw (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.